Manufacturer narrative:
The investigation reviewed the customer's calibration data and the results were acceptable. The investigation reviewed the customer's qc results and the results were within the acceptable range but the date of testing was unknown. A general reagent and control issue could be excluded. The sample pre-analytical details, specific repeat patient results, system alarm trace, and specific reagent pack information were requested but not provided. Based on the provided information, the investigation determined the event was consistent with improper reagent handling. Per product labeling, "avoid foam formation in all reagents and sample types (specimens, calibrators and controls). No product problem was found.

Event description:
The initial reporter received questionable elecsys vitamin d total results for seven patients tested on a cobas 8000 e 602 module. The initial vitamin d results were reported outside the laboratory. The customer performed dilution testing with the samples. The customer provided an example of questionable results: the patient's initial vitamin d result was ">70" ng/ml. The patient's repeat vitamin d result with a 1:2 dilution was 30 ng/ml. The customer performed a calibration and repeated the samples. The customer reported that "these measurements were compliant." No specific results were provided. The vitamin d reagent lot number was 59998801 with an expiration date of 31-jan-2023.

Manufacturer narrative:
Updated the following coding: evaluation result and evaluation conclusion.